Event description:
It was reported that the device would not calibrate. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
B3. Date of event: year of event has been provided, but day and month are unknown. H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
D9: date returned to mfg: 30-apr-2024. Investigation summary: the affected device was returned for evaluation in good condition. Removed cover for visual inspection. Ran through safety/electrical test, cleaned exterior, changed o-rings, and calibrated using a hot line device and digital thermometer. The device was calibrated with no problems contrary to the customer complaint. The customer's indicated failure could not be confirmed or duplicated, and the root cause was not determined. Performed preventative maintenance. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.